Manufacturer narrative:
Concomitant products: product ID: 387445, lot# va019bn, product type: screening device. Product ID: 387445, lot# va0196l, product type: screening device. Product ID: 387445, lot# va019bn, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: screening device. Product ID: 387445, lot# va0196l, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the patient had surgery about a year after the implantable neurostimulator (ins) was implanted which took care of the pain the stimulator was placed for. The consumer then developed new pain areas so reprogramming was attempted multiple times to try and reach the new pain, but the leads weren¿t in a position to reach those areas. As a result the system hadn¿t been used in over two years, and the ins was causing discomfort at the battery site, so the entire system was explanted on (B)(6) 2016 which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.